Event description:
It was reported by the account on (B)(6)2022, "the endurance catheter that I found today was fractured at the hub. I went to change a dressing on patient. The catheter was placed (B)(6)2022. I flushed the catheter before I change the dressing and noticed that when I aspirated there were air bubbles in the extension catheter. I did this a few times and always had bubbles. I placed another endurance in the left upper arm and took out the right-side endurance. When I flushed it, it was leaking at the connection of the hub and catheter." It was reported that the second catheter that was placed was fine and not defective. No medical intervention was needed, and the patient was reported as "fine" post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the account on 26aug2022, "the endurance catheter that I found today was fractured at the hub. I went to change a dressing on patient. The catheter was placed (B)(6) 2022. I flushed the catheter before I change the dressing and noticed that when I aspirated there were air bubbles in the extension catheter. I did this a few times and always had bubbles. I placed another endurance in the left upper arm and took out the right-side endurance. When I flushed it, it was leaking at the connection of the hub and catheter." It was reported that the second catheter that was placed was fine and not defective. No medical intervention was needed, and the patient was reported as "fine" post procedure.

Manufacturer narrative:
(B)(4). The customer returned one 20ga 8cm endurance catheter with a syringe attached for evaluation. Visual inspection of the catheter revealed the catheter body was kinked and partially torn directly adjacent to the juncture hub. The length of the catheter body measured 84 mm, which is within specification of the nominal value 85 mm per catheter graphic. The outer diameter of the catheter body measured 0.04425", which is within specification of 0.041-0.045" per catheter extrusion graphic. The inner diameter of the catheter tip measured 0.028", which is within specification of 0.0245-0.0285" per catheter graphic. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "flush catheter using a 10 ml syringe filled with normal saline for injection." When the catheter was flushed with a lab inventory water filled syringe, water leaked from the tear in the catheter body. The catheter was sent to wyomissing where the damage was confirmed. The customer did not provide a lot number; therefore, a devi ce history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin. Allow insertion site to dry completely prior to applying dressing. Do not raise the catheter beyond 90 relative to the skin to avoid catheter kinking and damage." The complaint of an endurance catheter leak was confirmed by a complaint investigation of the returned sample. The catheter body was kinked and partially torn directly adjacent to the juncture hub. A device history record review was performed based on a potential lot number from sales history, and no relevant findings were identified. Due to an increased trend in endurance catheter leaks/separations, a non-conformance has been initiated to further investigate this issue. The root cause has not yet been determined. Teleflex will continue to monitor and trend on complaints of this nature.